Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched and there was apparent explant damage. It was noted that visual analysis was performed only. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, the outer insulation was breached cut and there was apparent explant damage. It was noted that visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched and there was apparent explant damage. It was noted that visual analysis was performed only. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, the outer insulation was breached cut and there was apparent explant damage. It was noted that visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched and there was apparent explant damage. It was noted that visual analysis was performed only. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, the outer insulation was breached cut and there was apparent explant damage. It was noted that visual analysis was performed only.

Event description:
It was reported that the patient died approximately thirteen months post system implant. Follow up information obtained revealed that the patient was brought to the emergency room after awakening in distress and becoming flaccid at home. The patient arrived in the emergency room pulseless and apneic in full cardiac arrest. Resuscitation efforts were made but were unsuccessful. Further information revealed that blood cultures taken post mortem were positive for (B)(6). Official cause of death is sudden cardiac arrest and congenital heart disease.